Event description:
According to the clinic, the patient experienced an episode of meningitis in (B)(6) 2026 (specific date not reported), followed by a mastoid infection that required hospitalization for surgical drainage. The patient was treated with antibiotics (specific type was not reported). It was also noted that the patient subsequently lost auditory perception from the implanted device. Additional information has been requested but remains unavailable as of the date of this report.